Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display on te insulin pump went blank. Customer stated that he pressed a button during prime and noticed the blank screen. Customer stated that he was stuck on the fill cannula menu. He was assisted with completing the prime sequence. Customer also stated he has a hospitalization 4 weeks ago related to his neck and his blood glucose is running high; he will speak with his doctor about the high blood glucose levels. Current blood glucose value was 128 mg/dl. Nothing further reported.